Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate. H3 other text : see h.10

Event description:
It was reported that the needle was not functioning with an unspecified bd pen needle. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that consumer's needles are not working additional information provided vie email from initial reporter: "hubby has been using your needles for some years. Since I get everything ready for him to use I am finding a lot of the needles will not work. I can sometimes go [through] up to three or four needles before I can get one to work. Very much a waste and frustrating."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter: phone #: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle was not functioning with an unspecified bd pen needle. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported that consumer's needles are not working additional information provided vie email from initial reporter: "hubby has been using your needles for some years. Since I get everything ready for him to use I am finding a lot of the needles will not work. I can sometimes go [through] up to three or four needles before I can get one to work. Very much a waste and frustrating."